Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive during use, confirmed after cleaning the screen and hands and attempting charging, and the user was guided through device shutdown and data sync prior to return and replacement. Symptoms included no adverse clinical effects, and blood glucose was unaffected. Outcomes included no medical intervention, no hospitalization, and continued use of cgm via the dexcom app or receiver. Investigation included customer service troubleshooting and device replacement with return of the original unit for evaluation and inspection of the returned device. Investigation of this device revealed a suspected hardware malfunction related to the display/touchscreen component, consistent with a device performance issue that prevented user interaction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.